Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The ECG board and a system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log showed multiple occurrences of defib charging error. Which is an indication that the device is detecting a voltage dip observed on the battery during charging to the selected energy. A battery was not returned as part of the evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6)-year-old male patient in a nursing home, the device failed to charge on the 4th charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.